Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several episodes were recorded as vf due to noise. Egm revealed noise on both atrial and ventricular leads. Myopotential tests and body position were attempted. Lead damage or emi suspected.